Event description:
Left heart cath-upon introducing stent into the guide--stent delivery system removed from guide delivery system checked and stent was missing. Manufacturer response (as per reporter):unknown--they discussed with the cath staff and unable to determine what was discussed or concluded